Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to non-original product sample return. One photo sample of a 3fr powerpicc sv catheter was provided for evaluation. The image appears to be a non-original stock photo. The image has a red circle drawn over the proximal luer hub and extension leg interface. The image does not appear to show the damage described in the reported event description. Since the reported event could not be confirmed from the photo provided, the complaint remains inconclusive at this time. Possible contributing factors include handling, securement method, and sharp instrument damage. A lot history review (lhr) of redr0611 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redr0611) have been reported from the same facility.

Event description:
It was reported the PICC line develop leaking at the junction between the luer hub and the extension leg of the catheter. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0611 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redr0611) have been reported from the same facility.

Event description:
It was reported the PICC line develop leaking at the junction between the luer hub and the extension leg of the catheter. No other information was provided.

Event description:
It was reported the PICC line develop leaking at the junction between the luer hub and the extension leg of the catheter. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue and a yellowish discoloration throughout the returned sample. A microscopic observation revealed a split in the extension leg tubing of the white lumen just within the distal end of the luer hub. The fracture surface of the split was observed to be rough and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. While the exact cause of the split observed in the extension tubing of the returned sample is unknown, possible contributing factors include pulling, twisting, and manipulating the luer connector hub and/or extension leg. A lot history review (lhr) of redr0611 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redr0611) have been reported from the same facility.